Event description:
Additional info was provided by a nurse at the user facility. The surgical assistant had mistakenly loaded two lenses in the cartridge and both lenses were inserted into the eye. The incision was widened to facilitate removal of the lenses. The event was not related to the iol or the cartridge.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.